Event description:
It was reported that the screw broke during the surgery while it was allegedly being screwed in. Allegedly the screw broke into 3 pieces while being screwed into the femoral canal using the guide wire. As a result of the event, the elements of the screw needed to be removed from the joint.

Event description:
Caller reported blood glucose results of 285 mg/dl, 61 mg/dl, 116 mg/dl, and 71 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.